Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: evaluation revealed that all keypad buttons were unresponsive and were sticking during testing. The keypad was removed and evidence of contamination was observed under the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that all keypad buttons were unresponsive and became stuck. Evaluation also revealed evidence of contamination under the button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 16-aug-2019.